Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed finding no errors. A global receiver functional test was performed on the receiver, finding no failures. A manual sound drop test was performed on the receiver and it passed. The receiver "try it" function was tested and passed. The customer complaint of intermittent audio could not be reproduced, therefore complaint could not be confirmed. The root cause could not be determined post investigation.